Event description:
I had a right total hip replacement on (B)(6) 2006. I received the depuy asr total hip system acetabular cup sz 58mm. In approx (B)(6) 2010, I started to experience hip pain, which caused me to limp and had a hip aspiration on (B)(6) 2010, which showed elevated cobalt ions indicating I had metal-on-metal synovitis due to the failure of this product. I had a right hip revision on (B)(6) 2011, requiring add'l hospitalization and physical therapy. Findings: foreign body synovitis with large effusion, synovial and capsular tissue necrosis, corrosion of the femoral neck-head. Mr. (B)(6) is 4 years and 4 months status post, a right asr total hip replacement. He is having increasing symptoms including squeaking and grinding and sense of instability. Right hip osteoarthrosis.